Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During an ablation procedure, an intellanav stablepoint open-irrigated catheter was selected for use. The flow rate was 60ml/min. It was reported that flushing was performed, however, but it could not be completed. No error messages were displayed. The procedure was completed successfully using another intellanav stablepoint open-irrigated catheter. No damage and no patient complications were noted. Catheter is not expected to be returned as it was discarded at facility.